Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2012 by the knee journal titled ¿bio-interference screw cyst formation in anterior cruciate ligament reconstruction--10-year follow up.¿ the study reviewed 41 patients and identified acl/pcl instability resulting in revision with bioabsorbable interference screws and tenodesis screws in 1 patient during the 7.5-year follow-up period. Ref: sprowson ap, aldridge se, noakes j, read jw, wood dg. Bio-interference screw cyst formation in anterior cruciate ligament reconstruction--10-year follow up. Knee. Oct 2012;19(5):644-7. Doi:10.1016/j.knee.2012.01.004.